Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported impact to the customer¿s blood glucose level. Customer had already tried charging pump for extended time without success, planned to use multiple daily injections as backup insulin therapy. A replacement pump was sent.